Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The customer reported the blank screen with fuzzy colors. After powering up the unit, the stm was unable to duplicate the issue. The stm unplugged and reconnected the cables to the display components and the display was satisfactory. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display went out, then multi-colored. It is unknown under which circumstances this event occurred and or a patient involved however; no adverse event was reported.